Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd pegasus¿ safety closed IV catheter system when the nurse withdrew the pegasus plus needle during puncturing, the needle removal was difficult and needle seemed dull. There was no report of injury or medical intervention

Manufacturer narrative:
Investigation summary: the representative sample did not demonstrate the reported defect, and the actual defective sample could not be obtained. Because of this the root cause of the defect could not be determined. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6048028. Investigation conclusion: the representative sample did not demonstrate the reported defect.